Manufacturer narrative:
The investigation determined a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample and higher than expected vitros troponin I es results were obtained from a different patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. Based on historical quality control (qc) results a vitros tropi es lot 3121 performance issue cannot be ruled out as a contributor to the events, as the l1 biorad qc calculated mean prior to the first higher than expect result on 14 february 2019 was outside acceptable limits. However, the performance of vitros tropi es reagent lot 3121 on the same vitros 5600 integrated system since the events using the same biorad qc fluids was reviewed and deemed to be acceptable. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3121. An instrument issue did not likely contribute to the events as precision testing indicated the vitros 5600 integrated system was performing as expected. Additionally, a field engineer inspected the microwell incubator and did not identify any contamination. No repairs to the instrument were required. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it could not be determined whether the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The presence of a white buffy coat of white blood cells in patient sample 1, could have contributed to the higher than expected result for that sample. The patient 1 sample was re-centrifuged and four replicates of the sample were tested during the investigation which returned expected results of <0.012 ng/ml.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample and higher than expected vitros troponin I es results from a different patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 0.348 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 results of 0.415 and 0.249 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).